Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that it was greater than 5 minutes/month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: black box shows following activity: time and date resetting to default following a por at 3:01 pm (B)(6) 2015; the time was then manually set to 3:11 am (B)(6) 2015. A manual time change from 7:55 pm (B)(6) 2015 to 7:58 pm (B)(6) 2015; time and date resetting to default following a por at 7:36 pm (B)(6) 2015; the time was then manually set to 7:43 am (B)(6) 2015. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.